Event description:
It was reported the patient was diagnosed with a possible infection at the edge of the erythema near the incision wound. Date of acquired is unknown. In turn, the patient was treated with medication resolving symptoms.

Manufacturer narrative:
A patient was diagnosed with a possible infection at the edge of the erythema near the incision wound was reported to abbott. The patient was treated with medication resolving symptoms. It was determined the reported issue is not related to the implanted device additionally was resolved without sequelae. As a result, a device history record was performed to review and confirm the sterility of the ipg site. Based on the documents reviewed, the source of the infection is yet to be substantiated.